Event description:
Hamilton ventilator was alarming to calibrate flow sensor. Sensor was calibrated and worked appropriately. While checking the ventilator settings it was found that the readout of positive end expiratory pressure (peep) was reading 5-6 even though the set peep was 10. Per graphics the pt was not receiving what was set. The ventilator was switched out to another hamilton vent, and the patient tolerated the change well. Pt was bagged with 100% fraction of inspired oxygen throughout the times where she was disconnected from the ventilator.